Event description:
It was reported that this unspecified device with a feature key could not be interrogated. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. The model number has been requested and, as of today, no information has been received. If/when the model number is communicated, an updated report will be provided